Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period dec-19 through nov-21 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).

Event description:
N/a

Event description:
It was reported that during intra-aortic balloon (iab), the console indicated that there was a fiber optic sensor failure and a catheter restriction. Re-connecting and calibrating did not relieve the issue. Dropping the augmentation and pressing iab fill key relieved the restriction alarm and the console resumed. The iab central lumen was capped and without a flush, which the customer reported is standard practice. The lumen would not aspirate blood. A physician at the bedside was willing to place a separate arterial line for connection to the pump. The customer did have the appropriate cables for this, and steps were advised in how to make this connection. The patient was transferred to another facility with the iab in place running off of the EKG. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device will not be returned to the manufacturer so we are unable to complete an evaluation. If additional information is provided we will send a supplemental report with the additional information. (B)(4).